Event description:
Customer is having periodic missing segments on their meter. A review of the system was conducted over the phone. This review indicated that the meter was missing segments in the display. The customer was asked to return the meter for further evaluation and a replacement was provided. The customer was invited to call 24/7 with future questions/concerns.